Manufacturer narrative:
D10: additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was observed that the small battery drive device would not run. It was noted that the device would not operate at all. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function. Therefore, the reported condition that the device stopped running randomly was confirmed. However, the assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy dates: casing device, june 14, 2019 as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
This is report 2 of 3 for the same event. It was reported from the (B)(6) that three small battery drive devices would randomly stop working while in use with three battery casing devices. It was reported that there could be a connection problem with the housing of the device and the handpiece. It was reported that there were no issues with the battery devices and they were tested and used in other tolls. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.